Event description:
Patient underwent a laparoscopic inguinal hernia repair. During the case, a covidien kidney shaped balloon dissector was used. As the balloon was being insufflated, it was noted that air came out the trocar wound site at the same time. A camera was inserted and the balloon was noted to be insuflated with no findings to suggest the balloon had burst. After the balloon was de-sufflated and the trocar was pulled out of the patient. It was noted immediately that the balloon had dislodged off the shaft of the trocar and remained in the patient. Balloon was manually retrieved from the patient, and was able to remove the device in its entirety. On examination, the balloon had not burst, instead it appeared that the balloon had detached off the trocar shaft.